Manufacturer narrative:
The user facility submitted medwatch mw5118009, mw5118010, mw5118011, mw5118012, mw5118013, mw5118014, mw5118015, mw5118016 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient that used the recalled minicaps experienced peritonitis. It was further reported the patient used 8 minicaps each day. The patient was treated with unspecified antibiotics (intraperitoneal) and unspecified antifungal medications (oral) for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.